Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial distal release stent was used during an insertion of tracheobronchial stent procedure performed on (B)(6) 2015. Reportedly, the lesion was slightly dilated. During the procedure, the physician managed to deploy half of the stent under direct vision when resistance was felt. The remaining half of the stent could not be deployed and remained on the catheter. The catheter was bowed and the suture was wrapped around it. The procedure was not completed since another of the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex tracheobronchial distal release stent was returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 20mm. A bend was noted in the shaft proximal to the crocheted stent and the shaft was twisted in appearance at the location of the proximal silastic tubing. No issues were noted with the profile of the crochet stitches from the point of release from the stent. The deployment suture was tangled around the shaft to an extent that is unlikely to have occurred during the procedure, which indicated it got further entangled post procedure. During analysis, the suture was untangled from the delivery device and the investigator was able to retract the deployment suture and fully deploy the stent. Bending of the shaft was noted during deployment. Device analysis determined that the condition of the returned device was consistent with the complaint incident as stent was received partially deployed and the shaft was kinked. However, after the suture was untangled during analysis, it was possible to fully deploy the stent. The cause of the noted defects was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial distal release stent was used during an insertion of tracheobronchial stent procedure performed on (B)(6) 2015. Reportedly, the lesion was slightly dilated. During the procedure, the physician managed to deploy half of the stent under direct vision when resistance was felt. The remaining half of the stent could not be deployed and remained on the catheter. The catheter was bowed and the suture was wrapped around it. The procedure was not completed since another of the same device was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.